Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, it was reported by a sales representative via phone that (2) ar-18724-18 low profile screws heads broke off. This occurred during an mtp fusion on (B)(6) 2025, when inserting before entering the plate the screw heads broke off. One of the bodies remains in the patient with no head and the other was retrieved. There was a brief delay that did not require additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.